Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test.

Event description:
Customer reported via phone call that insulin pump had button error for 3 minutes or longer. Customer¿s blood glucose was 183mg/dl at time of incident. Customer was advised to revert to backup plan. Insulin pump will be return for analysis.